Event description:
A 28mm diameter x 16mm diameter x 15.5cm length aneurx bifurcated stent graft was implanted for the endovascular treatment of a 6cm abdominal aortic aneurysm in a pt on event date. The diameter of the proximal non-aneurysmal aortic neck measured 25mm and the length from the proximal non-aneurysmal aortic neck to the distal non-aneurysmal iliac neck measured 170mm. The physician reported that the angiographic evaluation of the patient revealed no anterior-posterior angulation of the aneurysm neck. There was a 20-30 degree right lateral of the neck which was considered clinically inconsequential. The iliac vessels were mildly tortuous. The physician reported that he expected a small borderline external iliac artery to present an access problem; however, during the case a 22 french sheath was introduced through the right femoral artery with little difficulty. It is reported that the patient was initially given epidural anesthesia with sedation and later placed under general anesthesia. The pt was prepped and draped in the usual manner. The femoral arteries were accessed in the usual manner. In the right femoral artery, a 22 french sheath with the obturator kaller sheath was placed all the way up to the groin bifurcation. A 16 french sheath was placed in the left femoral artery. The delivery system of the bifurcated stent graft was placed over the wire through the sheath once the obturator was removed from the right side. The tip of the device was placed about 2 cm above the renal artery. An arteriogram was performed and the position of the renal arteries was marked on the fluoroscopic screen. One to 2 cm of the main body of the stent graft was slowly deployed. The position of the renal arteries was re-checked with an arteriogram. The stent graft was pulled down to the infrarenal aorta below the renal arteries and was deployed. The runners were pulled down and at that point it was noted that the distal part of the graft was trapped into the sheath. Further movement of the device was impossible and resulted in the movement of the whole stent graft. At this time, the physician chose to abort the percutaneous procedure and convert the patient to open surgical repair with aortobifemoral bypass. The sheath was removed form the left groin and the arteriotomy was closed. The physician reported that the partially deployed stent graft became dislodged as a result of entrapment of the right limb in the sheath. Difficulties in fluoroscopic imaging during the late phase of the deployment resulted in this entrapment. It is reported that during the open surgical repair procedure, both iliac arteries were exposed and found to be severely dilated and sclerotic. The iliac aneurysm reached down to the pelvis. During the procedure there was a significant amount of oozing and bleeding with no identifiable origin seen in the abdomen. The pt was hypertensive, and the heparin was reversed, and blood factors were given; however, the pt continued to ooze from different sites. On completion of the aortobifemoral bypass, the retroperitoneum was closed. Upon closure of the left groin, significant blood clots were identified coming from the abdomen. The pt became hypotensive, and at that time, the abdomen was opened again. There was oozing from the retroperitoneum and there was significant bleeding from the right iliac stump. Both the right and left iliac stumps were ligated once more and the retroperitoneum was packed with gelfoam. Additional blood products were given to the pt and manual compression was applied for 15 minutes, after which the bleeding seemed to be under control. The abdomen and the groins were closed. It is reported that the pt did fairly well during the procedure. The pt's blood pressure dropped down to 70mm hg whenever pt was bleeding; however, pt's heart rate remained below 100 beats per minute. The estimated blood loss was 9 liters. IV fluids and 17 units of packed red blood cells, 10 units of fresh frozen plasma, 10 units of blood, and 18 liters of crystalloids were given to the pt. The pt remained intubated and was returned to the intensive care unit in critical condition. It is reported that the pt is fine and no additional clinical sequelae have been reported related to this event.